Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-jun-2018 with the following findings: a review of the black box showed unexplained power on reset events. The battery cap was not returned. The test battery cap was able to attach to the pump completed a 24 hour duration test. No power interruptions were duplicated during this time. Unrelated to the original complaint, corrosion was observed in the battery compartment. Additionally, the battery compartment was cracked above and below the bumper pad. A leak test failed with a battery compartment leak. The pump cover was removed to find no further evidence of internal moisture or damage to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.